Event description:
It was reported that during a ptca procedure, a stent dislodgement migration occurred. The distal right coronary was wired and the posterior descending artery was stented using a non boston scientific (bsc) 3.5 x 13mm drug eluting stent and post dilated with an unk 4.0mm balloon catheter. After this, it was evident that there was a large dissection at the ostium and proximal portion of the right coronary extending into the aortic root. The proximal right coronary had an additional stent deployed using a 4.0 x 16mm liberte' monorail stent which the physician felt was deployed across the ostium of the right coronary artery and overlapped with the previously deployed rca stent. There was still a rim of ostial tissue that had some angiographic evidence of dissection in the aortic cusp. Due to this, an additional 4.0 x 8mm liberte' monorail stent was deployed across the ostium and overlapping with proximal rca stent. When deployed at low pressures, the stent "watermelon seeded" backwards into the aortic root, but in a deployed state. The balloon was deflated and advanced distal to the stent and then re-inflated at 6 atms. The entire system was then removed to the pelvis and iliac vessels. The guiding catheter and 6f sheath were exchanged for a 10f sheath, leaving the guide wire in place through the stent and in the descending aorta. A 10f sheath was placed in the right femoral artery. An 8f sheath was then placed in the left femoral artery with the assistance of an interventional radiologist. A snare was advanced through the left groin and the wire was captured distal to the stent and brought through the femoral sheath. A 3.5 balloon was advanced through the right femoral sheath and was able to be passed through the stent struts distal to the stent and then re-inflated and dragged back into the right iliac artery. The physician was able to position a self expanding peripheral stent through the stents and deployed with the coronary stent in the middle of the stented segment. It was post dilated with a 10mm balloon. The pt experienced no residual symptoms following the procedure and the rca and pda showed 0% residual stenosis.

Manufacturer narrative:
The stent remains implanted in the pt's body, and the facility disposed of the delivery device, consequently, a returned product analysis will not be possible. As the lot number is unk, a review of the shop floor paperwork could not be performed. The root cause of the difficulties experienced during the procedure could not be determined.